Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain and swelling at the ipg pocket site. The physician determined no infection was present and prescribed lidoderm patches for the pain, but the issue persisted. The physician relocated the pocket site due to the patient¿s pain, and the ipg was electively replaced with a new model at that time. Postoperatively, effective therapy was reported.